Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. Per the axium prime coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the axium i.d. (Instant detacher) and replace with a new axium i.d. (Instant detacher).

Event description:
Medtronic received information that this coil prematurely detached during the coiling treatment of right ophthalmic artery, large, (8x15mm) aneurysm. It was reported that the physician tried to detach the coil several times without success; however, while reposition the coil in the aneurysm, upon exiting the catheter the coil stretched and detached. The physician withdrew this coil and implanted more coils and completed the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Event description - additional information: device available for evaluation - additional information: type of follow up - device evaluation: device evaluated by manufacturer- additional information the device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found stretched with the polypropylene filament broken but still attached to the pushwire. Additionally, the tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment (via hypotube) were found to be intact. The retainer ring was found damage. During evaluation the implant coil was successfully detached with in-house instant detacher on first attempt. Based on the reported information and analysis we are unable to definitively determine the cause of non-detachment. Note: per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hypotube break indicator (hbi)180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. In addition, the axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."

Event description:
Medtronic received additional information that this coil did not prematurely detach during the procedure. It was reported that the physician tried to detach the coil several times with the instant detacher without success; however, while reposition the coil in the aneurysm, upon exiting the catheter the coil stretched. The physician withdrew this coil, implanted more coils, and completed the procedure successfully. No patient injury was reported as a result of the procedure.